Event description:
The following has been reported: pump will not power on despite using multiple known good charging brackets, unable to pull logs. A preliminary review of the logs was not able to be performed. The device was returned due to electrical hardware failure (power train). Upon return, the device did does not power up. Power indicator light is verified at keypad. Verified voltage at power entry pcba and main pcba. Verified keypad flex cable at main pcba. Power indicators on main pcba are visible. No visible indicator for the som module on main pcba. Som module showed no activity through the service/interface port. Som module is not functioning properly causing the unit to not "power up". Front housing is damaged due to broken screw mounts. Air compressor has damaged/pinched wires. Som module, air compressor, and front housing will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the som and air compressor issue identified during investigation. No adverse effects were reported.